Event description:
Vsd-0805-001 balloon did not deflate after customer removed the catheter and tried to deflate it. No letter required.

Manufacturer narrative:
Device has not been returned for evaluation.